Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Abbott was unable to confirm the reported issue with balloon sheath removal, as the device was not returned. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will be addressed per quality system protocol.

Event description:
It was reported that during device preparation and prior to use, excessive force was needed to remove the protective sheath from the 3.75 x 15 mm nc trek balloon dilatation catheter (bdc). The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.